Event description:
The patient was working around his house last friday and hurt his back. The patient iced it and woke up the next morning, saturday, with discomfort and redness around the ins site. It felt like a burn and was painful to the touch saturday and sunday. It was close to feeling normal today. The ins was in the left buttocks. The patient did not recall hitting anything or any type of compression on the ins. The patient has a very soft bed. Not related to any recharging being done. The patient has not yet seen a physician. The patient has group a and impedances looked fine: a1 560, a2 338 (0-5-6-1+11+ 280/40/2.3v). A3 698. A4 666. A medical professional from the office was going to examine the patient and the company representative was going to see him again on wednesday next week. It was later reported that same day that the time frame of the event changed. The patient worked around the house on friday, recharged on saturday with no issues and then redness post recharging. The patient woke up sunday morning with the redness and soreness around the ins site. The patient did not have the recharger with him at the office visit. Obtaining recharging stats was going to be pursued. Prior, no charging was done until tuesday and not a factor in the scenario. The 8840 (clinician programmer) showed typical charging of 3.2 hours with 1.49 day intervals. The patient was seen by an np and it was thought it may be a burn but could be from pressure or even belt/clothing rubbing against it. No further action was planned. The patient stated he was lying mostly on his side with a pillow propped against it to help maintain placement, he used the recharging belt as well. The patient indeed recharge on saturday for 257 minutes, max temp was 35.3 with an average temp of 34.6. Last recharging session was (B)(6). The patient was encouraged to charge more frequently. The last recharge date was (B)(6) 2014 with temp of 30.0. It was reported two days later that the temps were with in normal range. No interventions were taken or planned. Additional information has been requested.

Event description:
Additional information received reported that after meeting and talking with the patient, the provider believed it was an ice burn. No troubleshooting was performed. A follow up appointment was scheduled for reprogramming, but it was cancelled because the patient had a stomach bug. The issue on the back had resolved and the patient was instructed to call for reprogramming when he felt better. If additional information is received, the event will be updated.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative initially report that they patient had a burn on the back due to the recharger but later reported it was not due to the recharger. It was noted that the burn was located right over the implantable neurostimulator (ins) and over the center of their spine. It was further reported that it had not been issue since the initial report of the issue ((B)(6) 2014) but had now started up again about a week and a half prior to report. The patient indicated that they noticed their back was hurting so they put an ice pack on the back (the patient was not recharging at the time). The patient thought it was not related to the recharging sing they had not charged at all that day. Also, the patient had not noticed any temperature warning screen coming up when they recharged. The site was not warm but may be swollen, was red, tender, and had a few blisters. The patient did not put anything in between the recharging antenna and their skin when recharging. They usually charged sitting on the couch and did not use blankets to cover themselves. No falls or trauma reported associated with the issue. The patient had the stimulation on at all times. It was noted that the healthcare professional (hcp) had not looked at the site at the time of report. Electrode impedances taken at 0.24 were in the range of 688-903 ohms and confirmed that with all references that nothing was below 1,000 ohms. Group impedances were as follows: a-1: 524 ohms, 2.647 ma, 1.4v, 230pw, 40hz; a-2 309 ohms, 7.260ma 2.4v, 280pw, 40hz; a-3 613 ohms, 2.925 ma 1.8v, 450pw, 40hz and a-4 627 ohms, 3.162 ma 2.0v, 420pw, 40hz. It was reviewed that the impedance on a-2 was little low but did not indicate a true short circuit. Electrodes settings used on a2 were as follows: 0-, 5-, 6-, 1+, and 11+. Recharging statistics showed the following: on (B)(6) 2015 - 7 coupling bars, 0 mins of no recharging due to antenna temp, 33.9 max antenna temp, 259 ins heat loss, 31.3 average antenna temp; on (B)(6) 2015 - 8 coupling bars, 0 mins of no recharging due to antenna temp, 34.2 max antenna temp, 273 ins heat loss, 31.7 average antenna temp; on (B)(6) 2015 - 7 coupling bars, 0 mins of no recharging due to antenna temp, 35.4 max antenna temp, 279 ins heat loss, 32.5 average antenna temp; on (B)(6) 2015 - 8 coupling bars, 0 mins of no recharging due to antenna temp, 34.8 max antenna temp, 270 ins heat loss, 34.7 average antenna temp; on (B)(6) 2015 - 5 coupling bars, 0 mins of no recharging due to antenna temp, 31.8 max antenna temp, 247 ins heat loss, 30.6 average antenna temp, and on (B)(6) 2015 - 8 coupling bars, 0 mins of no recharging due to antenna temp, 31.4 max antenna temp, 276 ins heat loss, 30.0 average antenna temp. It was determined that after review of this data there did not appear to be any issues with the temperature of the recharger or with coupling. The indications for use for the implanted device were noted as spinal pain, lumbar radiculopathy, and post lumbar laminectomy pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.